Manufacturer narrative:
(B)(4). Date sent: 5/5/2022.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that at 07:40 of the surgery day, the patient entered the operating room for laparoscopic partial colectomy, during the procedure, at 10: 40, after cutting the tissue with the ec60a device and blue reload, when removing the cartridge reload, the cartridge blade remained on ec60a, resulting in the next reload could not be properly installed. Changed another device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.